Event description:
It was reported by service report that the full range of base height adjustment was no longer possible due to a malfunction in the x-frame. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Base x-frame.